Event description:
It was reported to boston scientific corporation on october 17, 2018 that a lighttrail tractip laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018 . According to the complainant, during the procedure, the laser fiber broke while in use at the entry to the scope. The procedure was completed with another laser fiber. There was no patient injury or intervention as a result of this event. Despite efforts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Problem codes 1069 captures the reportable event of fiber broke. A lighttrail tractip laser fiber was returned in two pieces. The fiber distal tip was fractured. The fiber was broken within the fiber blue outer sheath, and detached at 2 feet and 11 inches from distal tip. The length of second piece including the connector was 9 feet and 2.5 inches and exhibited signs of melting at the location of fracture. The fiber was tested with a hene laser fixture and the aiming beam was visible at the break. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the interaction between the user and device, or sample, caused or contributed to the error. Therefore, the most probable cause of the broken fiber and fiber tip fractured is unintended use error caused or contributed to event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail tractip laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke while in use at the entry to the scope. The procedure was completed with another laser fiber. There was no patient injury or intervention as a result of this event. Despite efforts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.